Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') and genital haemorrhage ('gen abnormal bleeding') in a 32-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vitamin d deficiency, chest pain, shortness of breath, blurred vision, nausea, myalgia, dysfunctional uterine bleeding, bacterial vaginosis, uterine bleeding and perineal pain. In 2009 patient underwent hysterosalpingogram. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"). In 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain/ chronic"). In (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced headache ("headaches"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), infection ("infection (other)") and gastric disorder ("gi conditions") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, vaginal haemorrhage, migraine, abdominal distension, uterine leiomyoma, infection and gastric disorder outcome was unknown, the menorrhagia, dyspareunia, abdominal pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, bladder disorder, dyspareunia, gastric disorder, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic infection, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009 current weight 216lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Lot number: 623220, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event: bladder disorder nos , gen abnormal bleeding ,urinary disorder nos were added. Event outcome were updated to recovered: dyspareunia, pain , bladder disorder nos, urinary tract nos bleeding . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a 32-year-old female patient who had essure (batch no: 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vitamin d deficiency, chest pain, shortness of breath, blurred vision, nausea, myalgia, dysfunctional uterine bleeding, bacterial vaginosis, uterine bleeding and perineal pain. In 2009 patient underwent hysterosalpingogram. Concomitant products included insulin glargine (lantus) since 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"). In 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ chronic") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced headache ("headaches"), genital haemorrhage ("gen abnormal bleeding"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), infection ("infection (other)") and gastric disorder ("gi conditions") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, vaginal haemorrhage, migraine, abdominal distension, uterine leiomyoma, infection, gastric disorder and pelvic pain outcome was unknown, the menorrhagia, dyspareunia, abdominal pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, bladder disorder, dyspareunia, gastric disorder, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic infection, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date: on (B)(6) 2009 current weight 216lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Lot number: 623220, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received. New event 'pelvic pain' was added. Concomitant drug was added. Event, genital bleeding changed to non serious incident and seriousness criteria has been removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a 32-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vitamin d deficiency, chest pain, shortness of breath, blurred vision, nausea, myalgia, dysfunctional uterine bleeding, bacterial vaginosis, uterine bleeding and perineal pain. In 2009 patient underwent hysterosalpingogram. On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"). In 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6)2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced headache ("headaches") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic infection, vaginal haemorrhage, migraine, abdominal distension, abdominal pain and uterine leiomyoma outcome was unknown, the menorrhagia and dyspareunia had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, dyspareunia, headache, menorrhagia, migraine, pelvic infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6)2009 current weight 216lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Lot number: 623220 manufacture date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a (B)(6)-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vitamin d deficiency, chest pain, shortness of breath, blurred vision, nausea, myalgia, dysfunctional uterine bleeding, bacterial vaginosis, uterine bleeding and perineal pain. In 2009 patient underwent hysterosalpingogram. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"). In 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In june 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced headache ("headaches") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, vaginal haemorrhage, migraine, abdominal distension, abdominal pain and uterine leiomyoma outcome was unknown, the menorrhagia and dyspareunia had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, dyspareunia, headache, menorrhagia, migraine, pelvic infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009 current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), pelvic infection, migraines, dyspareunia (painful sexual intercourse), bloating, abdominal pain, headaches, fibroids", reporter, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.